Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to call back if the issue happened again. Additionally, the customer was informed that they would receive a replacement pump with updated software and was given instructions on returning the problematic pump and steps to take upon receiving the new one. Customer will continue to use current pump for insulin delivery.